Event description:
Information was received from a patient who was receiving dilaudid via an implantable pump for unknown indications for use. It was reported that for the last year and a half at least, the patient had been having trouble with their pump. Every time their healthcare provider (hcp) goes to refill the pump, the controller showed the pump was almost empty, but when they took the medication out they were getting over half of what was in the pump. This last time they went in, the pump was full and they were not getting any pain relief. They were not feeling good and were hurting so bad, and as the hcp started refilling their pump, they started seeing how the pain got worse and worse. They were redirected to their hcp to further address the issue.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.